Manufacturer narrative:
Additional information has been received indicating, the case was attempted again on (B)(6) 2025 using other devices, including a via 17 and headway 17 catheters. The physicians were again unable to gain access. The patient remains well and has been referred for neurosurgical review. Intra-op images were not available. Investigation conclusion: the investigation of the returned microcatheter found no damage along the surface of the device; however, an in-house guidewire encountered resistance during advancement testing, which is consistent with the resistance described in the reported event. Further investigation found the proximal end of the microcatheter shaft to exhibit incomplete flaring with exposed braid at the hub transition, which is consistent with the resistance experienced during the investigation. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the flaring issue, but this condition is consistent with a deviation in the manufacturing process. Procedural images were unavailable to assess the alleged unexpected microcatheter movement; however, this behavior is consistent with difficulty advancing other devices through the lumen. The catheter condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process.

Event description:
It was reported that the patient was being treated for an anterior communicating (acom) artery aneurysm. The planned technique was an h-stent construct with 2 flow diverting stents. 1 fred x going from right a2 ¿ a1 and 1 x silk vista baby on left a2- a1. The silk vista baby was able to be implanted successfully through a headway 17. Despite the patient anatomy being quite challenging around the arch, and even more challenging around the targeted site, the physician continually experienced excessive forces and complained of the concerned headway 21 microcatheter continually skipping. Access to the treatment site was quite tortuous and challenging and the physician was unable to re-access the location. The physician originally decided to stop the procedure on safety grounds after about 4 hours, with the intention of changing to surgical approach. Subsequently decided to try an endovascular approach again in approximately 6 weeks time. The patient is fine and there has been no clinical sequelae from this case.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer and its evaluation is pending. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.